Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula was kinked event on (B)(6) 2024. The blood glucose level was 453 mg/dl at the time of event. The event occured after 3 or more hours of insertion. The site of insertion was at abdomen. The infusion set was in use for 7 hours. Patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.